Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated adhesive on bending section cover/distal sheath detached, forceps channel port has corrosion, and venting connector under grip has corrosion. There was no patient involvement.